Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed an open package for a 22g insyte autoguard bc pro from lot number 2160897. The affected device was not visible in either photograph. Since the affected physical samples were not returned for investigation, the functionality of the device could not be tested and since the reported issues could not be demonstrated in the photographs, the reported issue could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2-3 bd insyte¿ autoguard¿ bc pro shielded IV catheters experienced a needle that would not retract. The following information was provided by the initial reporter: the white button was already pushed out. Unable to thread the catheter off the needle. The needle never retracted at all after several attempts.

Event description:
It was reported that 2-3 bd insyte¿ autoguard¿ bc pro shielded IV catheters experienced a needle that would not retract. The following information was provided by the initial reporter: the white button was already pushed out. Unable to thread the catheter off the needle. The needle never retracted at all after several attempts.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center (fka (B)(6)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.